Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#:(B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed a recharger failure, no device found message. Scratch marks on rtm donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. It was reported that the recharging antenna (rtm) relay box had been overheating. Pt remarked they had rode it out as long as they could. Pt mentioned they had seen their spine doctor and the manufacturer's representative (rep) who met them there told them to contact the manufacturer's patient services. Pt said they had been trying to get a hold of someone since monday. Pt added they tried charging last night but it wasn't charging well and now the ins battery was dead. Pt said it was a bad day with rain pouring down when ins is not working. Pt stated they thought the issue began last week but wasn't paying attention. Pt said they met with rep last week they believe on friday where they told them about the recharger overheating (it also sounded like pt said they had a stroke and rep had been helping them through that as well). At the end of call pt mentioned the controller would not turn on; the manufacturer's patient services specialist (pss) called pt back and confirmed this statement was correct. Pss had pt make sure nothing was plugged into controller, remove the li battery pack (bp), plug ac power supply into a wall outlet and then connect to the controller after verifying power light was green on the power adapter box. Pt confirmed that the controller powered on then reinserted bp. Pt said the ptm 'battery indicator' light was flashing green after bp was reinserted. Pt then commented the light on controller was no longer illuminating. Pt said the controller case was not tight at the top part due to dropping it. Pt also confirmed they had had a stroke. The issue was not resolved. An email was sent to the repair department to replace the rtm. Additional information was received from a manufacturer representative (rep). The rep called and stated pt called them and said they received replacement equipment from patient services but did not receive a recharging belt. Caller stated that pt requested another recharging belt. Caller stated that pt did not say why they wanted another belt. Tss sent email to repair to request a belt.

Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins). It was reported that the recharging antenna (rtm) relay box had been overheating. Pt remarked they had rode it out as long as they could. Pt mentioned they had seen their spine doctor last week (maybe thursday or friday) and the manufacturer's representative (rep) who met them there told them to contact the manufacturer's patient services. Pt said they had been trying to get a hold of someone since monday. Pt added they tried charging last night but it wasn't charging well and now the ins battery was dead. Pt said it was a bad day with rain pouring down when ins is not working. Pt stated they thought the issue began last week but wasn't paying attention. Pt said they met with rep last week they believe on friday where they told them about the recharger overheating (it also sounded like pt said they had a stroke and rep had been helping them through that as well). At the end of call pt mentioned the controller would not turn on; the manufacturer's patient services specialist (pss) called pt back and confirmed this statement was correct. Pss had pt make sure nothing was plugged into controller, remove the li battery pack (bp), plug ac power supply into a wall outlet and then connect to the controller after verifying power light was green on the power adapter box. Pt confirmed that the controller powered on then reinserted bp. Pt said the ptm 'battery indicator' light was flashing green after bp was reinserted. Pt then commented the light on controller was no longer illuminating. Pt said the controller case was not tight at the top part due to dropping it. Pt also confirmed they had had a stroke. The issue was not resolved. An email was sent to the repair department to replace the rtm. Additional information was received from a manufacturer representative (rep). The rep called and stated pt called them and said they received replacement equipment from patient services but did not receive a recharging belt. Caller stated that pt requested another recharging belt. Caller stated that pt did not say why they wanted another belt. Tss sent email to repair to request a belt.

Manufacturer narrative:
Continuation of d10: product ID: 97755, lot# serial#: (B)(6). Product type: recharger, product ID: 97745, lot# serial#:(B)(6), product type: programmer, patient product ID: m943899a, lot# serial# unknown, product type: accessory, b3: date is approximate h3: analysis of the controller (product ID: 97755, lot# serial# (B)(6)) found a cracked/scratched/worn front case. Screw holes were stripped causing case separation, power loss and connection issues. The unit pairs and charges ins and internal battery pack and powers up with battery pack, ac charger and aa batteries. They were able to pair and communicate with test implant via wireless and activate and deactivate stim functions. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.